Event description:
It was reported that the pump exhibited a force sensor issue. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked on the lower right front corner and the right plunger case was cracked. A review of the event history log identified force sensor test error in the history. Functional testing was performed and the force sensor test error was found at power up and was unable to calibrate the force sensor. The force sensor cable was detached from force sensor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor also replaced plunger cable for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).